Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an unknown error message. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 2pm). The patient manages her diabetes with insulin (via insulin pump); however, it is not clear what action the patient took in response to the reported meter issue. According to the csr's documentation, after the alleged meter issue occurred, the patient's blood glucose was not tested with another device, the patient reportedly developed unspecified high blood glucose symptoms and hour later, and the patient's home health aide administered 2 units of insulin as treatment. At the time of troubleshooting, the csr noted that the patient is legally blind (as a result, the meter serial number and test strip lot number are not known) and the patient's health aide was not available to assist the patient through troubleshooting, therefore the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.